Event description:
It was reported that the xenon light source had its on/off switch that no longer works; lamp was defective during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8,h4, h6, h11. The device was not returned to olympus for inspection however fse (field service engineer) was able to confirm the customer. Malfunction on/off switch no longer works and did not confirm the malfunction lamp defective, total failure. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the lamp defective, total failure is no problem detected and the most probable cause of the on/off switch no longer works is traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.